Manufacturer narrative:
E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a connector malfunction and frequent image flickering near the connector. The event had occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector lock failure, noise in images. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video connector lock was defective, which may have contributed to the occurrence of image flickers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.